Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 1, fill 2, drain 1, and drain 2. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy. The pal evaluated the device. An accuracy confirmation test was performed and failed. The piston foam in both chambers were replaced with test articles. The device was retested and passed volumetric accuracy. Multiple short therapies were performed and completed successfully. The assignable cause for rite test failure - volumetric accuracy was determined to be deteriorated piston foam. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
During evaluation of a homechoice (hc), the product analysis laboratory (pal) determined the hc failed the returned instrument test/evaluation (rite) due to monitored volume failing performance specifications during fill cycle 1. No allegations were made against any of the patient's dialysis products. No injury or medical intervention was indicated. No further information was provided.